Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and /or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pr was implanted a durom acetabular component on an unk side on (B)(6) /2008. The pt was revised on (B)(6) 2014 due to loosening and migration of cup.